Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, cannula bent. The customer reported hyperglycemia of blood glucose value of 350 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen, hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay. The event involved product(s) mmt-1880, mmt-332a, mmt-397a. Troubleshooting was partially performed for high blood glucose and it was unknown whether customer used the pump within 48 hours or not and it was unknown whether the automode feature was active at the time of high blood glucose event or not. Customer reported bent cannula (not a slight bend/curve). Customer reported low bgs. Customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1880. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, cannula bent. The customer reported hyperglycemia of blood glucose value of 350 mg/dl. The customer reported hyperglycemia, hyperglycemia, hypoglycemia, dementia, dialysis treated with manual injection/insulin pen, hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay. The event involved product(s) mmt-1880, mmt-332a, mmt-397a. Troubleshooting was partially performed for high blood glucose and it was unknown whether customer used the pump within 48 hours or not and it was unknown whether the automode feature was active at the time of high blood glucose event or not. Customer reported bent cannula (not a slight bend/curve). Customer reported low bgs. Customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1880. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.